Manufacturer narrative:
The hospital returned the complaint sample and the complaint issue was confirmed. The left rivet on the blade had an incomplete weld. It appears that weak weld is the cause of the loose contact between the rivet and blade.

Event description:
It was reported that while using a zimmer dermatome blade, the blade cut deeper on one side and thinner on the other which caused impaired healing from an esthetical point of view. This report is based on a second incident with the same hospital.